Event description:
It was reported to philips that the customer was unable to perform fluoroscopy with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned by pressing the same wired foot pedal again. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. To resolve the issue, rse began a case on materials and provided a replacement wired foot pedal and the customer replaced the wired foot pedal and return the part for further analysis, but no failure found. After replacing the wired foot pedal, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by reactivating the same wired foot pedal once more. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.